Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the packaging was confirmed to be supplier related. One 22 ga x 0.75 in safestep infusion set was returned for investigation with open packaging. Two photo samples of the returned physical sample were also provided. The information shown in the photos was consistent with the information provided by the returned physical sample. A black fiber which appeared to be hair was observed along the foam pad on the safety mechanism base. The fiber was partially adhered when removing it from the pad. The condition of the device packaging prior to opening is unknown. Since a hair was present on the returned physical and photo samples, the complaint is confirmed and appears to be supplier related. The supplier has been notified of this complaint.

Event description:
It was reported that there was foreign matter within the package. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascts0145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was foreign matter within the package. No other information was provided.